Manufacturer narrative:
After further review of additional information received the following sections b5, g4, g7, h2, and h6 have been updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt. B5 describe event or problem: as reported by the insight study, approximately thirty-three days post index procedure, a endoleak type ii that was moderate in severity occurred. There is a probable relationship to the index procedure but unlikely related to the incraft device. The event resolved twelve months and twenty-one days later. Approximately one year, one month, and twenty-four days post index procedure, an endoleak type ii resulting in aneurysm enlargement occurred that was moderate in severity. The event has a probable relationship to the index procedure but is unrelated to the incraft device. One day after the event was identified, an embolization of the left distal ileo-lumbar branch, and the last two lumbar arteries with microparticles (contour 700-1000 micron) was performed. The procedure was successful, and the event was considered resolved the following day. Approximately one year, four months, and thirty days post index procedure, an endoleak type ii occurred that was moderate in severity. There is a probable relationship to the index procedure but is unlikely related to the incraft device. The event resolved seven months and ten days later. Approximately two years and nine days post index procedure, another endoleak type ii occurred resulting in aneurysm enlargement that was moderate in severity. The event has a probable relationship to the index procedure but is unrelated to the incraft device. One day later an embolization of the lumbar ileus branch by microparticles (contour 350-500 micron) was performed. The patient tolerated the procedure and was discharged the next day in good condition, and the event was considered resolved. Approximately two years, three months, and seventeen days post index procedure, another endoleak type ii occurred that was mild in severity. The event has a probable relationship to the index procedure but is unrelated to the incraft device. The event is ongoing and not resolving. Approximately two years, eleven months, and six days post index procedure, an endoleak type ii resulting in aneurysm enlargement occurred that was moderate in severity. The event has a highly probable relationship to the index procedure but is unrelated to the incraft device. The event led to a serious deterioration in the health of the patient and has resulted in a permanent or significant impairment of a body structure or a body function. The patient was admitted to the vascular surgery unit the same day. Two days after admission, a surgical intervention to explant the device was performed because the aneurysm had grown in size. When the incraft was explanted, it was replaced with a dacron surgical tube. The procedure was completed by open conversion. There was no evidence of device deficiency and no evidence of graft infection upon removal of the device. A thrombus formation of the grafted and peri-grafted aterty was noted at the time of explant. The patient was discharged twelve days later and the event was considered resolved. The patient is doing well. Originally, the patient met all criteria for the abdominal aortic aneurysm (aaa) study. A balloon molding was performed on the proximal sealzone aortic bifurcate, the distal sealzones contra and ipsilateral (iliac limbs) and the iliac limb ¿ iliac limb overlap zones using a non-cordis balloon. The length from d1 to the aortic bifurcation d4 is 129 (mm), the right iliac artery length (measured from the aortic bifurcation to hypogastric artery origin) is 44 (mm), and the left total aaa treatment length: (l2+l4) is 143 (mm). A aaa bifurcate 30mm stent graft and two aaa 24mm iliac limb x 12cm were advanced and placed in the lesion. No post dilation was performed and four non-cordis vascular closure devices were used. A non-cordis guidewire was used. Section h2 device evaluation: the product was returned for analysis. One non-sterile explanted aaa aortic bifurcate 30mm incraft device was received for analysis inside a plastic bag. Per visual analysis, the body of the received bifurcate prosthesis unit was noted to be separated. The separated section (cranial area) was not received for analysis. No anomalies /damages were observed on the taper stent nor on either the ipsilateral or contralateral legs. Dried blood residues were noted. No other anomalies or damages were noted. Per microscopic analysis no stretching or elongations were identified. Per sem analysis the aortic bifurcate revealed evidence of a definitive cut pattern. Neither tears nor stretching or pulling characteristics could be observed. The separated edges suggest the interaction of a sharp tool or object with the fabric of the device. No other anomalies were noted. A product history record (phr) review of lot 17374899 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported by the insight study, approximately thirty-three days post index procedure, a endoleak type ii that was moderate in severity occurred. There is a probable relationship to the index procedure but unlikely related to the incraft device. The event resolved twelve months and twenty-one days later. Approximately one year, one month, and twenty-four days post index procedure, an endoleak type ii resulting in aneurysm enlargement occurred that was moderate in severity. The event has a probable relationship to the index procedure but is unrelated to the incraft device. One day after the event was identified, an embolization of the left distal ileo-lumbar branch, and the last two lumbar arteries with microparticles (contour 700-1000 micron) was performed. The procedure was successful, and the event was considered resolved the following day. Approximately one year, four months, and thirty days post index procedure, an endoleak type ii occurred that was moderate in severity. There is a probable relationship to the index procedure but is unlikely related to the incraft device. The event resolved seven months and ten days later. Approximately two years and nine days post index procedure, another endoleak type ii occurred resulting in aneurysm enlargement that was moderate in severity. The event has a probable relationship to the index procedure but is unrelated to the incraft device. One day later an embolization of the lumbar ileus branch by microparticles (contour 350-500 micron) was performed. The patient tolerated the procedure and was discharged the next day in good condition, and the event was considered resolved. Approximately two years, three months, and seventeen days post index procedure, another endoleak type ii occurred that was mild in severity. The event has a probable relationship to the index procedure but is unrelated to the incraft device. The event is ongoing and not resolving. Approximately two years, eleven months, and six days post index procedure, an endoleak type ii resulting in aneurysm enlargement occurred that was moderate in severity. The event has a highly probable relationship to the index procedure but is unrelated to the incraft device. The event led to a serious deterioration in the health of the patient and has resulted in a permanent or significant impairment of a body structure or a body function. The patient was admitted to the vascular surgery unit the same day. Two days after admission, a surgical intervention to explant the device was performed because the aneurysm had grown in size. When the incraft was explanted, it was replaced with a dacron surgical tube. The procedure was completed by open conversion. There was no evidence of device deficiency and no evidence of graft infection upon removal of the device. A thrombus formation of the grafted and peri-grafted aterty was noted at the time of explant. The patient was discharged twelve days later and the event was considered resolved. The patient is doing well. Originally, the patient met all criteria for the abdominal aortic aneurysm (aaa) study. A balloon molding was performed on the proximal sealzone aortic bifurcate, the distal sealzones contra and ipsilateral (iliac limbs) and the iliac limb ¿ iliac limb overlap zones using a non-cordis balloon. The length from d1 to the aortic bifurcation d4 is 129 (mm), the right iliac artery length (measured from the aortic bifurcation to hypogastric artery origin) is 44 (mm), and the left total aaa treatment length: (l2+l4) is 143 (mm). A aaa bifurcate 30mm stent graft and two aaa 24mm iliac limb x 12cm were advanced and placed in the lesion. No post dilation was performed and four non-cordis vascular closure devices were used. A non-cordis guidewire was used.

Manufacturer narrative:
Procedural angiography films have been received for analysis but the review of the images/films is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the insight study, approximately thirty-three days post index procedure, a endoleak type ii that was moderate in severity occurred. There is a probable relationship to the index procedure but unlikely related to the incraft device. The event resolved twelve months and twenty-one days later. Approximately one year, one month, and twenty-four days post index procedure, an endoleak type ii resulting in aneurysm enlargement occurred that was moderate in severity. The event has a probable relationship to the index procedure but is unrelated to the incraft device. One day after the event was identified, an embolization of the left distal ileo-lumbar branch, and the last two lumbar arteries with microparticles (contour 700-1000 micron) was performed. The procedure was successful, and the event was considered resolved the following day. Approximately one year, four months, and thirty days post index procedure, an endoleak type ii occurred that was moderate in severity. There is a probable relationship to the index procedure but is unlikely related to the incraft device. The event resolved seven months and ten days later. Approximately two years and nine days post index procedure, another endoleak type ii occurred resulting in aneurysm enlargement that was moderate in severity. The event has a probable relationship to the index procedure but is unrelated to the incraft device. One day later an embolization of the lumbar ileus branch by microparticles (contour 350-500 micron) was performed. The patient tolerated the procedure and was discharged the next day in good condition, and the event was considered resolved. Approximately two years, three months, and seventeen days post index procedure, another endoleak type ii occurred that was mild in severity. The event has a probable relationship to the index procedure but is unrelated to the incraft device. The event is ongoing and not resolving. Approximately two years, eleven months, and six days post index procedure, an endoleak type ii resulting in aneurysm enlargement occurred that was moderate in severity. The event has a highly probable relationship to the index procedure but is unrelated to the incraft device. The event led to a serious deterioration in the health of the patient and has resulted in a permanent or significant impairment of a body structure or a body function. The patient was admitted to the vascular surgery unit the same day. Two days after admission, a surgical intervention to explant the device was performed because the aneurysm had grown in size. When the incraft was explanted, it was replaced with a dacron surgical tube. The procedure was completed by open conversion. There was no evidence of device deficiency and no evidence of graft infection upon removal of the device. A thrombus formation of the grafted and peri-grafted aterty was noted at the time of explant. The patient was discharged twelve days later and the event was considered resolved. The patient is doing well. Originally, the patient met all criteria for the abdominal aortic aneurysm (aaa) study. A balloon molding was performed on the proximal sealzone aortic bifurcate, the distal sealzones contra and ipsilateral (iliac limbs) and the iliac limb ¿ iliac limb overlap zones using a non-cordis balloon. The length from d1 to the aortic bifurcation d4 is 129 (mm), the right iliac artery length (measured from the aortic bifurcation to hypogastric artery origin) is 44 (mm), and the left total aaa treatment length: (l2+l4) is 143 (mm). A aaa bifurcate 30mm stent graft and two aaa 24mm iliac limb x 12cm were advanced and placed in the lesion. No post dilation was performed and four non-cordis vascular closure devices were used. A non-cordis guidewire was used. Procedural images were received for review. These show various stages of endograft explantation. Key imaging including the index procedure, interventional arterial embolizations, and all CT imaging have not been provided for review. This makes evaluation of this event extremely limited via the images provided. The product was returned for analysis. One non-sterile explanted aaa aortic bifurcate 30mm incraft device was received for analysis inside a plastic bag. Per visual analysis, the body of the received bifurcate prosthesis unit was noted to be separated. The separated section (cranial area) was not received for analysis. No anomalies /damages were observed on the taper stent nor on either the ipsilateral or contralateral legs. Dried blood residues were noted. No other anomalies or damages were noted. Per microscopic analysis no stretching or elongations were identified. Per sem analysis the aortic bifurcate revealed evidence of a definitive cut pattern. Neither tears nor stretching or pulling characteristics could be observed. The separated edges suggest the interaction of a sharp tool or object with the fabric of the device. No other anomalies were noted. A product history record (phr) review of lot 17374899 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported adverse events ¿stent-graft endoleak type ii¿, thrombus¿ and ¿aneurysm enlargement¿ were confirmed. Per images reviewed and clinical report there was evidence of type 2 endoleaks. The treatment plan for these seemed appropriate as arterial embolization is commonly used for initial treatment. For recurrent endoleak direct sac puncture and treatment with thrombin or glue can be performed but this was not attempted in this patient. With multiple failed embolizations and expansion of the aneurysm sac surgical intervention was certainly a reasonable next step. The patient tolerated the surgery well. The device looks intact with no evidence of tearing or destruction of the graft fabric. There is no obvious evident of component separation until the explantation occurred. The exact cause could not be determined. The product analysis reveals damage to the stent graft consistent with the explantation of the device. The surgeons dissected the device from the patient, leaving the transrenal portion behind to use as an anchor for the dacron graft then implanted to replace the incraft system. Hence the signs of separation using a sharp object, likely a scalpel or surgical scissors. Type ii endoleaks account for approximately 40% of all endoleaks encountered in clinical practice and are the most common. They occur when there is retrograde flow of blood into the aneurysm sac via an excluded aortic branch, most commonly the inferior mesenteric artery or a lumbar artery. Many type ii endoleaks close spontaneously over time. As such at many institutions these leaks are not treated immediately; watchful waiting is employed and if the leak persists it is treated by embolizing the branch vessel. There is a complete seal around the graft attachment zones so the complications are not directly related to the graft itself. Type 2 endoleak occurs in up to 20% of patients after endovascular aneurysm repair (evar). Type ii endoleaks tend to be benign in nature, carrying little, if any, potential for aneurysm enlargement and rupture. As such, most patients require follow up and observation only. In this instance it was noted that enlargement of the aneurysm was occurring and therefore the left distal ileo-lumbar branch, and the last two lumbar arteries were embolization using microparticles. This is an accepted practice for this type of event and the procedure was completed successfully and safely. According to the safety information contained within the instructions for use endoleaks are events which can be expected clinical adverse event and the user should ¿perform angiography to assess the prosthesis for proximal, modular overlap and distal endoleaks and to verify position of the implanted prosthesis in relation to the aneurysm, the renal as well as internal iliac arteries. The embolization of the ancillary arteries failed to improve the stent-graft endoleak type ii and the aneurysm continued to expand, therefore the decision was made to explant the device, which was completed successfully. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. (B)(4).

Event description:
As reported by the (B)(6) study, approximately thirty-three days post index procedure, a endoleak type ii that was moderate in severity occurred. There is a probable relationship to the index procedure but unlikely related to the incraft device. The event resolved twelve months and twenty-one days later. Approximately one year, one month, and twenty-four days post index procedure, an endoleak type ii resulting in aneurysm enlargement occurred that was moderate in severity. The event has a probable relationship to the index procedure but is unrelated to the incraft device. One day after the event was identified, an embolization of the left distal ileo-lumbar branch, and the last two lumbar arteries with microparticles (contour 700-1000 micron) was performed. The procedure was successful, and the event was considered resolved the following day. Approximately one year, four months, and thirty days post index procedure, an endoleak type ii occurred that was moderate in severity. There is a probable relationship to the index procedure but is unlikely related to the incraft device. The event resolved seven months and ten days later. Approximately two years and nine days post index procedure, another endoleak type ii occurred resulting in aneurysm enlargement that was moderate in severity. The event has a probable relationship to the index procedure but is unrelated to the incraft device. One day later an embolization of the lumbar ileus branch by microparticles (contour 350-500 micron) was performed. The patient tolerated the procedure and was discharged the next day in good condition, and the event was considered resolved. Approximately two years, three months, and seventeen days post index procedure, another endoleak type ii occurred that was mild in severity. The event has a probable relationship to the index procedure but is unrelated to the incraft device. The event is ongoing and not resolving. Approximately two years, eleven months, and six days post index procedure, an endoleak type ii occurred that was moderate in severity. The event has a highly probable relationship to the index procedure but is unrelated to the incraft device. An aneurysmal enlargement also occurred the same day that was moderate in severity. The event has a probable relationship to the index procedure and is unrelated to the incraft device. The patient was admitted to the vascular surgery unit the same day. Two days after admission, a surgical intervention to explant the device was performed due to a type ii endoleak with increase of the aneurysm in a previous attempt of lumbar artery embolization. When the incraft was explanted, it was replaced with a dacron surgical tube. Macroscopic inspection upon device removal showed a thrombus formation on the prosthesis. The procedure was completed by open conversion. The patient is doing well. Originally, the patient met all criteria for the (B)(6) study. A balloon molding was performed on the proximal sealzone aortic bifurcate, the distal sealzones contra and ipsilateral (iliac limbs) and the iliac limb ¿ iliac limb overlap zones using a non-cordis balloon. The length from d1 to the aortic bifurcation d4 is 129 (mm), the right iliac artery length (measured from the aortic bifurcation to hypogastric artery origin) is 44 (mm), and the left total aaa treatment length: (l2+l4) is 143 (mm). A aaa bifurcate 30mm stent graft and two aaa 24mm iliac limb x 12cm were advanced and placed in the lesion. No post dilation was performed and four non-cordis vascular closure devices were used. A non-cordis guidewire was used.